Manufacturer narrative:
The excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) is in use on the patient from (B)(6) 2025 until the patient was transitioned to centrimag on (B)(6) 2025. The event occurred on (B)(6) 2025, which is (16 days) after the pump in question was placed on the patient. We have reviewed the production records of the excor blood pump and concluded the pump was produced according to our specifications.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs in the weekly update stating that the patient, who was originally supported with an excor blood pump, was transitioned to centrimag on (B)(6) 2025. The site stated that the transition was due to the need for better hemodynamics. The site also stated that the hemolysis value for the patient increased to 3927 mg/dl compared to the pre-ldh value of 1243 mg/dl. According to the site, the excor blood pump maintained complete fill and ejection.